Event description:
A customer contacted beckman coulter regarding erroneously high troponin (accu tni) results that were generated by the access 2 instrument. Patient a and b samples were tested for accu tni and results were: 2.26ng/ml and 1.01ng/ml respectively. Per customer, the result fort patient a was reported out of the lab and questioned by a physician as not believable. The original samples of both patients were tested on a different instrument in the customer's lab for accu tni and lower results were obtained: 0.04ng/ml and 0.05ng/ml for patient a. A 0.01ng/ml for patient b. There was no report of patient injury requiring medical intervention or change to patient treatment as a result of this event.

Manufacturer narrative:
Per customer, qc was within specifications before and after the event. The specimens were collected in bd, lithium heparin, plasma gel tubes. The customer indicated that prior to re-test, samples were likely aliquotted, but were not re-centrifuged. The customer stated to a customer technical service (cts) that: "he was sure that the sample is the issue and not the instrument". Pre-analytical sample handling was discussed with the customer. The customer indicated that changes have been made in their sample handling process. In addition, they repeat all elevated accu tni results prior to reporting them out of the lab. Per customer update, they have not encountered further issues since sample handling process implementation. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.